Manufacturer narrative:
Included the dislocation code and updated investigation codes referring the dislocation suffered by the patient.

Event description:
Allegedly, cup is dislocated, metal on metal. 56 depuy cup went in with a 40mm t4 liner of theirs. Modular short straight neck and ceramic 40mm long head were implanted.